Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrythmia and the cardiac resynchronization therapy defibrillator (crt-d) did not provide therapy as the physician expected. The hospital provided the patient with external defibrillation. It was noted that the device did not deliver therapy because the patient's rhythm fell into the ventricular tachycardia (vt) monitor zone and the vt monitor zone does not provide therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.